Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered therapy for an arrhythmia that began in the monitor only zone and accelerated into the ventricular tachycardia (vt) zone. The episodes were not available to review as they were overwritten by the device. There were no adverse patient effects reported.